Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that before the start of an arthroscopy procedure, the operation of the fms pump on the tower was checked. The cables were installed following the instructions given in the training, its operation was verified, and the system was purged before the start of the procedure. When the irrigation hose was connected to the trocar and entered the joint, it was evident that the water pressure was insufficient. Therefore, the pump was checked and it was found to be reporting error fc04. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 1 of 2 for (B)(4).